Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient(pt) noticed a return of symptoms that started following putting their cell phone on their belt near their ins. Walked pt through checking therapy status on call and pt confirmed therapy is on at program 1, 2.0v. Reviewed therapy and stimulation overview and expectations. Pt increased stimulation to 2.5v and confirmed feeling stimulation comfortably. Pt will monitor symptoms now that change was made and will follow up with hcp if not seeing an improvement. Pt provided event date as "I would say I think the 11th". Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.